Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head came apart / bottom section came off only a minute in / section of the head dropped off [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that while he/she was using his/her oral-b rechargeable toothbrush, version unknown on (B)(6) 2017, the oral-b dualaction brushhead came apart. The consumer stated that the bottom section came off only a minute in. The consumer asserted that he/she was brushing his/her lower anteriors at the time, as had he/she been on the posteriors, he/she potentially could have swallowed the section of the head that dropped off. No symptoms developed. Relevant history: none reported. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she had purchased the brush heads almost a year ago now, and the packaging was long gone. The consumer gave the brush head a scratch with a coin, and the oral-b logo remained intact. No further information was provided.

Manufacturer narrative:
On 02-mar-2018 product investigation results: reporter returned an unspecified number of brush heads on 06-feb-2018. Product return was received and investigated. Investigation results showed that wear at plastics material led to the fallen apart of the oscillating disc. Reason for the wear is the usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Brush head came apart / bottom section came off only a minute in / section of the head dropped off [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that while he/she was using his/her oral-b rechargeable toothbrush, version unknown on (B)(6) 2017, the oral-b dualaction brushhead came apart. The consumer stated that the bottom section came off only a minute in. The consumer asserted that he/she was brushing his/her lower anteriors at the time, as had he/she been on the posteriors, he/she potentially could have swallowed the section of the head that dropped off. No symptoms developed. Relevant history: none reported. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she had purchased the brush heads almost a year ago now, and the packaging was long gone. The consumer gave the brush head a scratch with a coin, and the oral-b logo remained intact. No further information was provided.